Manufacturer narrative:
(B)(4). The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to failed ground bond verification measurement: 0.101 ohm (low limit: 0.001 high limit: 0.100). Performed continuity test between power entry module (pem) ground and door post and resistance was 0.030 ohms. Inspected all ground connections while monitoring the multimeter and there was no fluctuation in ohms. Pal evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the rite (returned instrument test/evaluation) ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.